Manufacturer narrative:
Device evaluation : one portex tracheostomy sample was received in used condition without its original packaging for evaluation. The sample was visually inspected and no discrepancies were found. A leak test was performed and a leak was found in the pilot balloon of the returned sample. To further investigate the issue, relevant documents were reviewed and deemed adequate. Furthermore, flow tests were audited during thirty two (32) units and the following was detected in the stamping machine: it was observed that the pad of the machine has movement, is not fully stable and the pilot balloon is raised from the valve area, and because the pilot balloon does not enter completely in the fixture, this may cause or contribute to the valve to touch the pad and cause a tear. Based on the evidence and testing, the complaint was confirmed. The problem source can be traced to manufacturing, with the most probable causes related to either of the following: the machine pad movement, the pilot balloon being raised from the valve area, or a lack of detection by production personnel.

Event description:
Information was received that 9 hours after replacing a smiths medical tracheostomy, its pilot balloon would not inflate. Customer then filled the pilot balloon with air, but it would not inflate yet again, so they replaced the product still another one. No patient injury. Resulted.